Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had felt frequency and urgency. The caller stated last tuesday or wednesday they tried changing the program to the highest and they still did not feel anything. The caller stated that they have had this device for ten years. The caller states the healthcare physician (hcp) had tried to adjust many times and it was still not working. The caller reported that they peed 8-10 times the night before the call and that it had been getting worse. The patient also stated even during the day they had to keep peeing. They noted they did not feel anything, they did not feel the stimulation and they did not feel anything when they controlled the stimulation up and down. The patient reported slightly conflicting statements: the patient stated they did not feel stimulation especially in their bladder and that they would feel the stimulation but then it would suddenly disappear in about 10 minutes. The patient then stated they did not feel the stimulation in their bladder but they felt it in their butt. The patient also stated that they could only sleep 2 hours every day and they were very sleepy. The patient stated that they also caught the cold and they could not sleep because they had to pee. The patient reported that they had insomnia. The patient was asked if the insomnia was related to the device and the patient stated yes, it was related. The patient stated that they have had insomnia for 24 years prior to receiving the device and that the doctor in ohio implanted the device because of the insomnia and it worked. The patient stated she knew that the ins was not working. The patient stated they had tried increasing stimulation and changing programs and nothing was helping them. The patient stated they had already tried p1 and p3 and it did not help. The patient reported they had turned the stimulation up very high and still it had not helped. The patient reported they would try the program out for a week to 10 days. While on the call, the patient was able to sync with the programmer and the programmer showed stimulation was on, and the device was on p2 at 6.4v. The patient was redirected to follow-up with their hcp regarding their symptoms. The patient reported that they would hardly take medicine when the device was working and that the hcp had her on 4 kinds of medicine. The patient reported the medicine was not working either. The patient stated that for many years they did not have to take medicine for their frequency or urgency because the device always worked and that the manufacturing representative told them to change to p2 at 1.4 when they had this device implanted. Additional information was received on 2017-nov-01: the patient called back and re-reported all that was stated in the initial crts (B)(4) call and reported that they still had urgency, so they were sitting on the toilet all the time so it was terrible. The patient also stated their implant wasn¿t working for them and they had tried all the different ¿channels¿ but they weren¿t helping. The patient was encouraged to follow up with their hcp. The manufacturing representative also spoke with patient services and stated that the patient always said their implant didn¿t work but that they refused to have it removed and they had been with 2 different doctors with different representatives and once doctor dismissed the patient because of the above reason. The patient called back and repeated the same issues that have already been documented. The patient was advised to continue to work with their hcp. The patient stated they had to sit on the toilet, it was killing them and they wanted to kill themselves because it was hard to live with it. Additional information was received from the representative on 2017-nov-15. The representative reported the patient wanted to replace the device with a new device even though they had only had the device for ten months. Additional information will be added to the file if more is received.